Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-04915. (B)(6) clinical study. In (B)(6) 2013, the patient presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad) with 70% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated pre-dilatation and placement of a 3.0 x 28 mm study stent with 0% residual stenosis. Target lesion #2 was located in the 1st obtuse marginal with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent with 0% residual stenosis. Three days, post-procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented to the emergency department with the complaints of right facial tingling, right arm tingling and weakness accompanied with speech difficulties. The patient was diagnosed with transient ischemic attack and was recommended to start dual antiplatelet therapy for 3 weeks and then to continue with plavix indefinitely. The patient's medication dosage of crestor was increased to 40 mg at bedtime. The patient was advised to follow up with the stroke prevention clinic and their general physician in two months time. In (B)(6) 2017, the patient visited outpatient stroke prevention clinic for a planned follow up and had no further complaints of right facial weakness or speech difficulties during this visit. The patient underwent physical and neurological examinations and no major complications were noted. Nih stroke scale was noted to be 0.